Event description:
It was reported that "the nurse opened outside box and it was noticed that on the inner blister package, one of the corners was not sealed. Sterility was compromised, and so used another implant."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.